Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 1/20/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: what is the lot number? Unk. When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify, during use on the patient. Did the needle fall into the patient? If yes, was the needle piece removed from the patient during the same procedure? No. What is the total number of procedures that presented this issue (provide the specific number of patient events)? Please create a product complaint for each event and provide the respective reference number(s). Unk. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The sales rep also reported there were multiple pull of suture needle case occurred before. The event time and product quantity can't be confirmed. No patient consequences reported. Additional information was requested.